Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 600 mg/dl. The suspected cause was unknown. The customer administered a manual injection. Reportedly, bg levels stabilized to 119 mg/dl. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.